Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels (678 mg/dl) and diabetic ketoacidosis. The cause for elevated bg levels is unknown. Customer was treated through an insulin drip, and released from the hospital four days later. Reportedly, the treatment received while in the hospital resolved the reported issue. There was no permanent damage to the customer.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to recessed usb pins. Additionally, a different issue was identified.